Event description:
Customer reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to plug the tandem wall adapter into a known working outlet and wait at least 30 minutes to see if the pump would begin charging, with a follow-up from customer technical support planned.